Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the entire facility is in communication loss. He stated that last night the (B)(6) lost power, and the (B)(6) both went into communication loss. He stated that the st. Martin facility was up and running, but their facility (B)(6) was not. Nihon kohden computer information technology systems support (cits) started up the host 1000 application on the (B)(6) host server which needs to be done any time the host servers are restarted. Issue was resolved by restarting the host servers. No patient harm was reported. Investigation conclusion: power outage at the facility shutdown the servers. The root cause of the issue was determined to be power outage experienced by the facility. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration g4 device bla number the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 - b7 d1 brand name d4 model number catalog number serial number UDI number g4 PMA / 510k number h4 device manufacture date attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the requested patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 on (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the requested device information. Remote network station model: ni, sn: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the entire facility is in communication loss. He stated that last night the (B)(6) lost power, and the (B)(6) both went into communication loss. He stated that the st. Martin facility was up and running, but their facility (lafayette) was not. Nihon kohden computer information technology systems support (cits) started up the host 1000 application on the (B)(6) host server which needs to be done any time the host servers are restarted. Issue was resolved by restarting the host servers. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number,catalog number,serial number,UDI number, PMA / 510k number, device manufacture date. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station:model: ni,sn: ni.

Event description:
The biomedical engineer reported that the entire facility is in communication loss. He stated that last night the (B)(6) facility lost power, and the (B)(6) facilities both went into communication loss. He stated that the (B)(6) facility was up and running, but their facility ((B)(6)) was not. Nihon kohden computer information technology systems support (cits) started up the host 1000 application on the (B)(6) host server which needs to be done any time the host servers are restarted. Issue was resolved by restarting the host servers. No patient harm was reported.